Event description:
Surgical intervention was required to treat a hematoma for pt with a total knee replacement.

Manufacturer narrative:
Surgical intervention was required to treat a hematoma for pt with a total knee replacement. The bleeding was cauterized and the implanted device was left in place. Review of the device history record indicates that the device was manufactured to specification. The event does not appear to be device related.